Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported hypoglycemia treated with other because of sensor glucose versus blood glucose issue. Blood glucose was 3mmol/l versus sensor glucose of 9mmol/l. The event involved product(s) mmt-7020c2. Troubleshoting was performed. Per case-2024-00577441, the pump did not suspend delivery. The difference was greater than 20% on the 7th day of use and the pump did not accept calibration. They did not calibrate a second time. Customer went to school with the sensor still on. No treatment was mentioned for the low. Caller just wanted to test the transmitter. Pump was used within 48 hours of the low. No further patient complications were reported. No product return is required for mmt-7020c2.